Event description:
Lead impedance out of range bipolar, integrated and rv hvb, there is suspicion of a rv lead connection issue versus lead fracture (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).